Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, and successfully reset pump with assistance, and pump issue was considered resolved.